Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
There was a thr due to pain and dislocation with severe metallosis of the hip. The trunnion had completely flattened out and the head was unstable. The doctor removed everything except the cup.

Manufacturer narrative:
Corrected data: product not returned. An event regarding ¿wear of the trunnion involving an accolade stem¿ was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. -medical records received and evaluation: a review of the provided office notes, primary and revision operative reports and x-rays by a clinical consultant indicated: ¿there is no examination of the explanted components, no histopathology report from the revision surgery, no dated serial x-rays or documented follow-up for the period between (B)(6) 2010 and (B)(6) 2016. Based upon the information available for review, no determination can be made for the cause of the clinical event described resulting in the (B)(6) 2016 right hip revision surgery.¿ -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the reported event could not be confirmed as additional patient information such as examination of the explanted components, histopathology report from the revision surgery, dated serial x-rays or documented follow-up for the period between (B)(6) 2010 and (B)(6) 2016 are needed to complete the medical assessment. No further investigation for this event is possible at this time. If additional information and/or return of the devices become available, this investigation will be reopened.

Event description:
There was a thr due to pain and dislocation with severe metollosis of the hip. The trunnion had completely flattened out and the head was unstable. The dr. Removed everything except the cup.